Event description:
It was reported that the handpiece continued to run when the trigger was no longer pressed. There was no report of any patient or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, the handpiece performed to specifications. Preventative maintenance was performed and the handpiece was returned to the customer.